Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (will not power on) has been confirmed. As received, the monitor would not power on. Upon evaluation, high voltage had deviated to low voltage circuitry, shorting multiple power supplies and damaging multiple components on the defibrillator and computer / analog boards. The root cause of the high voltage deviation could not be positively identified due to the extensive damage. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor indicating that it would not power on.